Manufacturer narrative:
(B)(4). Correction: lot number corrected. Evaluation summary: all available information was investigated and the reported broken key was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported broken key appears to be due to potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a broken delivery sleeve shaft key. It was reported that during after preparation of the clip delivery system (cds), before insertion into the steerable guide catheter (sgc), it was noted that the key of the cds was broken. The cds was not inserted into the anatomy, and was replaced. A new cds was used to continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.